Event description:
Natus medical received information regarding early degradation/discoloration of the neoblue blanket system fiber optic pads. These failures involved discoloration/degradation followed by eventual melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box.

Manufacturer narrative:
Ref to natus complaint# (B)(4). The affected product was received and it was confirmed that it was an fca melt issue reference to : capa001147 root cause: interface design does not have sufficient design margin to survive the internal light box environment. And capa001888, root cause: design of current neoblue blanket light box and pad results in early failure at the pad/light interface as evidenced by light-caused discoloration and ultimately heat build-up and melting of the pad at the ferule and possible melting involvement with the light box lens element.. (Recall #: z-1412-2015). Recall#: z-0770-2017.

Manufacturer narrative:
Natus medical received additional information on july 20th, 2017 the customer replied to a tech support follow-up email requesting the cause of the failure of their old nb blanket unit (sn: (B)(6)) fca recall number z-1412-2015 related. Also reported that due to low output intensity of this unit there was a delay in treatment of the patient and it did not harm the patient. The nb blanket with low output intensity led to the delay in treatment of the patient a severity rating of 3 (moderate) risk rating low per natus medical risk analysis document. However, it did not cause patient any harm/serious injury which can be deemed life threatening. The nb blanket user manual, provides operating instructions and states to check intensity of the light using a radiometer per the institution's procedure. States to monitor infants regularly during treatment per the institution's procedures and measure the patient's bilirubin level periodically. Investigation is ongoing with fca.

Manufacturer narrative:
Natus medical initiated a field safety corrective action for the neoblue blanket systems in april 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above.

Event description:
Natus medical received information regarding early degradation/discoloration of the neoblue blanket system fiber optic pads. These failures involved discoloration/degradation followed by eventual melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box.